Event description:
It was reported, the device was returned for repair of cosmetic damage. The device was analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the reported event, the upper and lower cases were broken. It was also noted that the ring cover and two side bail covers were broken, three control knobs were broken, the high rate cover was missing, the battery drawer and two battery latches were contaminated and the ring was missing.